Manufacturer narrative:
The hillrom technician has been dispatched to investigate and repair the bed. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare¿ bed components are functioning as originally designed.¿¿head section motor:¿¿examine the motor for the presence and tightness of the attachment hardware. Replace as necessary.¿¿fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement.¿¿replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly.¿¿repair or replace the side rails as necessary. Per the hillrom user manual: to install the pendant into the side rail 1. Position the pendant next to the opening in the intermediate side rail or head-end side rail, depending on the cable length. 2. Insert the top edge of the pendant into the side rail so it engages the upper section of the side rail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the side rail. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating the bed is ghosting which was clarified to mean there were allegations of unexpected movements of the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hillrom technician thoroughly inspected the bed and was unable to duplicate the alleged issue. The bed functioned as designed. The technician did replace both siderail pcb assemblies as a precaution. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed is ghosting which was clarified to mean there were allegations of unexpected movements of the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).